Event description:
Analysis of the returned device revealed that the subject stent delivery wire fractured during use. There was no clinical consequence to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was not confirmed as the packaging was not returned with the device. During visual/microscopic inspection, the stent delivery wire (sdw) and stent found to be stuck inside the sl-10. The sdw was found to be broken/fractured. Stent difficult/unable to advance or pullback through catheter functional test failed. The sdw/stent was found to be stuck inside the sl-10. An attempt was made to remove the sdw; however significant friction was noted. The patency mandrel was advanced through from the distal end but stuck. The hub was cut off to remove the mandrel. The slight force was used to pull out the sdw. The stent deployed inside the hub. The stent stuck inside the hub and broke while attempting to remove. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The sdw was fractured and the stent could not be advanced in the concurrent sl-10 catheter. The as reported as well as the as analyzed event of "stent difficult/unable to advance or pullback through catheter" and the analyzed event of "stent delivery wire broken/fractured during use" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. .